Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2023-06905. It was reported that following falling down the stairs and landing on their back, the patient experienced ineffective therapy. X-ray imaging confirmed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.